Event description:
It was reported that the patient had difficulty turning on the spinal cord stimulator (scs) device. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was kept by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of years ago.